Manufacturer narrative:
Continuation of medical devices: product ID 977a290, serial# (B)(4), product type lead. Product ID 977a290, serial# (B)(4), product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 14-mar-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 10-may-2021, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is having troubles with her settings. Patient stated she was taken off verapamil that is a blood pressure medication she as taking for migraines (patient confirmed migraines prior to implant from traumatic brain injury). Patient states she was taken off the medication for 10 days and everything went haywire and needs new settings. Patient states she informed rep about the issue (pt noted meeting with rep prior to the issue on (B)(6) 2018). Patient noted previous programming after implant had one setting that was perfect. Patient noted the second rep took something off c and the rep made a little switch after patient was off the medication and now that she is back on the medicine things have leveled out, so she needs to find the best settings again. Patient noted the trail was perfect. Patient stated she would like to coordinate to meet a rep. Patient also mentioned the area of implant/ battery is lumpy. Patient noted she had to gain weight to get the implant patient is (B)(6) at 5'5. Patient stated she has had nothing but trouble stating th e lead turned, so she had to have a second surgery on (B)(6) 2018. Patient indicated her appointment with hcp is (B)(6) 2018. Patient also reported they were having difficulty with recharging. Patient stated she cannot find/ not make connection. Patient stated she met with rep who said it is sensitive and to take the cover off. Patient said the previous rep also indicated it was sensitive. Patient has to be in one position/ curled up on one side for it to work and it takes hours to charge. Patient declined to troubleshoot over the phone. Patient was redirected to health care professional (hcp). Additional information was received from the health care professional (hcp).it was reported that the cause of the settings issue, difficulty charging and implant battery being lumpy was not determined. Lead turning was due to lead migration. Patient was reprogrammed by manufacturing representative (rep). Patient had revision (B)(6) 2018. The settings issue, difficulty charging and implant being lumpy and lead turning issues have been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the same coupling/telemetry issues while trying to charge the ins. The patient reported that removing and reinserting the li battery pack did not resolve the issue. The patient reported that there was intermittent telemetry.

Manufacturer narrative:
Continuation of concomitant products: product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, serial# (B)(4), product type:lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jul-24 by a manufacturer representative reporting that the patient had to sit in uncomfortable position to charge the implant. The patient only let the ins drain to 60%. When the patient charged the implant, they saw excellent and then without any movement the controller would start looking for the device, show poor recharge quality, beeps, and then look for the device again. With slight movement the controller will then show excellent quality. Caller reports when they attempted to recharge patient's device, excellent seen and within 1-2 minutes the controller shows looking for device. The caller stated that the ins pocket looked good, ins was not tilted, and that they felt the ins which was flat and not moving. Currently the ins and controller were fully charged. The controller was reset during the call which was reported to have fixed the issue. This started in (B)(6) 2018 (3-4 week prior to the report). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 977a290 serial# (B)(4) product type lead. Product ID 977a290 serial# (B)(4) product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient called back and reiterated the same issues but noted that they were worse. They had the same telemetry/coupling issues while trying to charge the ins. They confirmed that the device hadn't been replaced yet and removing/reinserting the battery pack didn't resolve the issue. The patient was transferred to repair for a replacement programmer. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the controller was still not working and says it cannot find the device. The controller shuts off/has a blank screen. The patient already had the recharger replaced and a manufacturer representative (rep) suggested trying a new controller battery. The patient stated if the controller was not right next to the skin, it reads device not found. The patient stated having problems with the recharger from the start. It would take forever to find a position. It was then replaced and the controller started to shut off. The patient stated rep reset the controller about 3-4 weeks ago because one they recharged it with the new recharger the controller shut itself off. The rep talked the patient through getting the programs back. They got the programs back but he frequency was not there. The patient met with a rep and all the frequency for the settings were there. A replacement controller was sent. No patient complications were reported as a result of this event.